Event description:
The customer reported poor pads contact messages during a pt event. The involved pt died, but the customer stated that the reported symptom did not impact the pt care or outcome.

Manufacturer narrative:
(B)(4). The customer reported poor pads contact messages during a pt event. The involved pt died, but the customer stated that the reported symptom did not impact the pt care or outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.